Manufacturer narrative:
Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). (B)(4).

Event description:
(B)(6). Complaint: the reporter indicated that "eye flashes (white dots) moving in the periphery of vision. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.